Event description:
It was reported that during a ptca/stent procedure, the shaft separated distal to the guide wire exit. Resistance was noted with the stent delivery system (sds) and the guide wire, but it is unclear when the separation occurred. The physician had both parts of the shaft; however, the distal end of the shaft was lost prior to product return. No patient injury was reported.